Event description:
A customer reported a system message displayed during a vitrectomy procedure. After a delay of more than 15 minutes, the procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).